Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up check, the device was found to have reached eri few months ago. There was 2.75 to 3 years left of battery life at the previous follow-up on (B)(6) 2019. A possible premature battery depletion was suspected. The patient had emergency hospitalization and underwent a replacement procedure. There were no adverse health consequences to the patient.